Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to non-specific product performance issue. A new lead was successfully implanted. No additional adverse patient effects were reported. Subsequently, additional information was received indicating that the patient was originally scheduled to revise the right ventricular (rv) lead due to high capture threshold, high within range pacing impedance and loss of capture. It was also noted that the patient was occluded on the left side of the heart, therefore, it was decided to explant the pacemaker and surgically abandon the implanted leads and replaced with a new system on the right side. The cause of the reported observations is unknown. The device is expected to be returned.

Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to non-specific product performance issue. A new lead was successfully implanted. No additional adverse patient effects were reported.